Event description:
User reported that when she tried to screw a pen needle on to the end of her pen, a needle sticking through the side of the hub stuck her in the finger. She did not seek medical attention. She was advised to if needed. User stated that she had saved the pen needle and the remaining pen needles in the box, that she will return them upon receipt of the replacements. Prod was received at (B)(6), on (B)(6) 2011 and forwarded to our MFR in (B)(6) for investigation.

Manufacturer narrative:
The pentip mfrs have stated that all product is 100% inspected prior to release. The complaint sample was returned without the needled shield and with the pen needle sticking through the outer hub. In our technical opinion; the user has infected using the pentip and then has attempted to re-cap the needle using the outer hub which has not been in correct alignment with the pentip, and in doing so, was punctured the hub causing a needlestick injury. Conclusions: the documents related to this batch release have been all checked without finding any remarks concerning cannulas inserted into the outer hub. The counter-samples don't have the claimed defect. The sample received with the cannula poking the outer hub, doesn't have the needle shield. Our assembling line is equipped with a visual control system to inspect 100% of needles production. This system checks if the needle shield is on. If not, it rejects automatically the faulty needles. Since this sample is without the needle shield, we believe that it has come off after this control, thus causing the cannula bending which has perforated the outer hub. This control system is checked before starting each single working shift by adding defective samples on the production line and check if they are properly rejected. This event has been simulated on the assembling line, but the inconvenience didn't happen. Since it is very difficult to reproduce the defect and considering that the controls on the system confirmed it's working properly, we consider this defect as an occasional event. We can't exclude anyway that the cannula poked the outer hub after having been used since the sample received is not sterile anymore. For your info, so far there are no further claims on this production batch.